Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Information received from an optometrist. A patient who was wearing acuvue oasys contact lenses developed a central 2 mm corneal ulcer with cell and flare and slight hypopyon. The patient slept in lenses occasionally. The patient was treated with zymar q2h day one then qid. The optometrist said a culture was performed at a clinic, but the results were not known. The patient used opti-free mps. The ecp requested product from the patient and the patient reported the product was discarded. The reporting optometrist provided no additional information. No additional information is expected. If additional information is received, will follow up within 30 days.